Event description:
Country of complaint: (B)(6). Sharp edges caused damage to blood vessel.

Manufacturer narrative:
Us. Reporting agent notified on: (B)(4) 2015. Manufacturing site evaluation: the jaw of the received device is damaged. This failure was caused by falling/drop down of the instrument. There are indications of material or product deviations. Failure is user related.